Manufacturer narrative:
H10: the actual devices were not available; however, two (2) photographs of the samples were provided for evaluation. The photographs were visually inspected and the sponge was found fully separated from the cap. The reported condition was verified. The cause of the condition was determined to be mishandling during distribution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of two (2) units of minicaps were detached (out of cap). This was found upon opening the packages prior to use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.